Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately 2 months prior to contacting lfs. The patient reported obtaining blood glucose reading of ¿higher 200s¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin, metformin and glimepiride. The patient reported continuing to take their usual dose of medication after the product issue began. The patient reported developing symptoms of ¿dizzy and sweating¿ sometime after the product issue began. The patient reported treating these symptoms by increasing their food intake. The patient also mentioned an issue with the date/time on their meter but this problem unlikely contributed to the patient's reported symptoms. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/15/2014). The patient¿s meter has been returned on 11/12/2014 and evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.